Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device failed to capture the patient's heart rhythm. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
A zoll field rep evaluated the device onsite and was unable to duplicated the customer report. Zoll medical corporation then evaluated the device, and came to the same conclusion. The pads, multifunction cables, and ECG cables were not returned for evaluation. The event identified in the log suggests the device was turned on in manual mode with only the multifunction cable attached to the device with no pads or a set of pads being attached to the multifunction cable. Testing of the device at zoll did not identify any malfunctions associated to the device. The device was recertified and returned to the customer. The investigation has been closed as no fault found. No trend is associated with reports of this type.